Event description:
Changes in external chemical indicators change color so staff can accept or reject sterile or compromised items. Staff rely on this visualization (change in colors), however lack of uniformity and standardization could result in using non-sterile equipment. Please refer to attached pictures. For example, steam tape before sterilization shows yellow lines. After sterilization, yellow lines turn brown. However sterrad tape before sterilization shows red letters. After sterilization, the letters are barely visible. The sterrad chemical indicator strip is red before sterilization, but yellow after sterilization.